Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving the same patient. This is the fourth of four reports. Refer to 8030647-2022-00116 for the first report. Refer to 8030647-2022-00117 for the second report. Refer to 8030647-2022-00118 for the third report. It was reported that the in-line suction catheter was not applying vacuum when the suction button was pressed; it appeared that the hole in the button to allow vacuum to be generated was not there. There was no reported injury. Additional information received on 23mar2022 reported, that the catheter was replaced.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 13 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Manufacturer narrative:
The device history record for lot 30142991 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.